Event description:
The customer reported a leak inside the hmx al instrument. The instrument was giving ¿hgb voltage¿ errors and ¿diluent comparison out of limits¿ errors. The volume of the leak was about 10 cc and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found a hole in the tubing through pinch valve pv49. Pinch valve pv49 provides open path for vacuum and diluent to the backwash pump, pm8, and also provides an open vacuum path from probe wipe to the diff waste chamber, vc7. The fse replaced the tubing and the instrument ran without any leaks or errors. The repairs were verified per established procedures. Upon recur; the failure mode identified is likely to impact cbc/diff results due to sample carryover; results could be flagged, un-flagged or non-numeric. (B)(4).